Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The access estradiol reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was sent to beckman coulter for interference testing. Interference testing results did not demonstrate the presence of patient-source heterophile (goat igg), alkaline phosphatase. In conclusion, the cause of this event cannot be determined with the available information. Beckman coulter internal identifier for this report is: (B)(4).

Event description:
On (B)(6) 2019, the customer reported obtaining reproducible low estradiol (access estradiol) results for one patient involving the laboratory's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4) on (B)(6) 2019. The sample was tested twice on the same analyzer; results obtained were 685 pg/ml (10:18 am) and 657 pg/ml (11:47 am). The customer did not provide a reference range. The beckman coulter access estradiol reference range is as follows: (B)(6) 2019. There was a report of change to patient treatment based on the results. The patient was administered ovidrel hcg. Customer reported subsequent egg retrieval was performed on (B)(6) 2019. Customer reported egg retrieval may have been performed too soon as physician noted some of patient's eggs were impacted. The customer subsequently reported that the patient is currently pregnant. System performance indicators such as system check, calibration and quality control were performing within specifications and did not indicate any issues with the system. No hardware errors were reported at the time of the event. Customer noted no issues with sample integrity. Sample was collected in 'gold top tube' and was a full draw. Customer stated centrifugation for 10-15 minutes but customer did not know centrifuge speed.